Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to troubleshoot the issue in order to determine a possible cause of the occlusion alarm. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin pens for insulin therapy.